Manufacturer narrative:
Revert all sections to blank: b. Adverse event or product problem d. Suspect medical device e. Initial reporter g. All manufacturers h. Device manufacturers only. After further review, an initial and follow-up emdr for this complaint was incorrectly submitted. The complaint was created in error, there was no reported customer dissatisfaction related to this event, making it non-reportable to the FDA. As a result, no follow up emdr is necessary. Please cancel in your database.

Event description:
N/a.

Manufacturer narrative:
Updated fields - b4, d9, g3, g6, h2, h3, h6 (type of investigation, investigation findings,component code, investigation conclusions), h11. The device displayed a ¿check catheter¿ message, and the pneumatic performance test indicated an abnormally low average pressure. To address the issue, a 5000-hour kit replacement was performed, and the device underwent functional testing, which yielded positive results. The repair was completed successfully, and the equipment was returned to the customer for clinical use. The fault did not impact operators or patients. This complaint was initiated under CAPA 1357192 to ensure proper tracking of related events. During the review, an additional complaint was identified and opened, which was determined to be reportable. No decon or visual inspection performed since product was not returned and could not be evaluated. Therefore, we were unable to confirm or determine a root cause for the reported failure. The failure mode is addressed in in all iab risk files . All iab ifus address the reported failure. The investigation does not indicate that the device was inadvertently released as non-conforming or an adulterated product or was a counterfeit. Each iab manufactured is 100% inspected and the controls put in place during the manufacturing of the iab would catch a defect and not allow non-conforming device to be released. Based on the rational provided above, no escalation to the CAPA process is required.

Manufacturer narrative:
This complaint was opened as part of CAPA 1357192 to ensure the correct number of complaints are initiated for related events. Upon review of this complaint, an additional complaint was identified and opened, which was determined to be reportable. A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that cs100 intra-aortic balloon pump (iabp) displayed a message to check catheter. There was no injury reported.